Event description:
It was reported that lead dislodgement was discovered when the patient had worsening heart failure symptoms. The lead was explanted and replaced. The patient was fine during the procedure and was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.